Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the damaged fuses was determined to be that the fuses were blown. To correct the condition, the fuses were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have damaged fuses. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.